Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address loosening of the stem at the cement/implant interface and loosening of the cup. Osteolysis and poly wear were also reported. The manufacturer of the cement used at the time of original implantation is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address loosening of the stem at the cement/implant interface and loosening of the cup. Osteolysis and poly wear were also reported. The manufacturer of the cement used at the time of original implantation is unknown. Doi (B)(6) 1995 - (B)(6) 2013 (left hip) update 04/18/2013 - patient's medical records were received. Records indicate upon revision pelvic discontinuity was found. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. Medical records, including x-rays were received. These have been reviewed confirming the loosening reported but not the root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.